Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer performed multiple infusion set changes. However, the alarms recurred. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.